Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the rubber had leakage and water invaded the device during user handling. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the insertion tube had dents and torn boot, cut was noted on the scope connector, the bending section cover (a-rubber) glue had a crack, the charged coupled device (ccd) shrink tube was cut and the distal end plastic cover had chip. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the camera of the evis exera iii bronchovideoscope was not working. There was no harm or user injury reported due to the event.